Event description:
The customer contacted baxter's technical service center regarding a check patient line (cpl) alarm, which occurred on the homechoice (hc) during drain. The baxter technical service representative (tsr) had the home patient (hp) check the patient line for any blockages. The hp stated there was a lot of air bubbles in the patient line. The tsr had the hp cycle power to end of therapy. The tsr assisted the hp to end therapy. The solution to this issue was provided over the phone. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the hp on (B)(6) 2012 in regards to a check patient line alarm and air in tubing (without alarm) and she said she was not able to resume therapy after starting over with new supplies. She did not notice anything wrong with the supplies and she said there was no issue with the supplies. She said she had to finish therapy with manual supplies and she went into the hospital because she had fibrin in her lines and catheter. She was able to get that issue cleared up at the hospital and since then she has been completing therapy successfully. There was patient involvement but reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.